Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was in his pocket and he got drenched in the rain. The customer confirmed that there was no visible moisture inside the device. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.